Event description:
Two anesthesia agent vaporizers could be turned on at the same time resulting in a potentially dangerous anesthetic gas mixture. MFR notified and adjusted the exclusion arm on the back of the other MFR's machine. This problem appears to manifest itself when a other MFR's machine are used together and when the other MFR's machine is turned on first.